Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had pump error. The customer¿s blood glucose level was unknown at time of incident. Customer stated that they were able to clear the alarm but unable to rewind the insulin pump. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device received with constant pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform displacement test or continue with testing due to constant pump error 38 alarm during rewind.